Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07629. It was reported that when the patient presented in clinic for a follow up, the atrial lead exhibited loss of capture. During the procedure, fluoroscopy revealed the lead was dislodged from the atrium. The helix was retracted and multiple attempts were made to reposition the lead. However, there were no lead positions that gave reliable sensing and capture. Some tissue was discovered on the lead tip. Another lead was used. Upon insertion of a new lead, low sensing and capturing problem were observed again. The lead was removed and the atrial port was plugged. The physician suspected that it was due to patient anatomy and did not allege lead malfunction. The patient was stable before, during and after the procedure.